Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient received several shocks due to oversensing on the lead. It was also reported that the lead had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.